Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced unspecified cartridge issues with multiple cartridges. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 109 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.